Event description:
Info received indicates the head section of the bed cannot be raised.

Manufacturer narrative:
The technician found the valve solenoid was failing. He replaced the valve solenoid to repair the bed.